Event description:
It was reported the patient presented in clinic with an arrhythmia. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was in backup mode, and failed to deliver a shock. External defibrillation was used to break the patient's arrhythmia. It was later reported the patient was deceased due to unrelated complications.